Manufacturer narrative:
H6 health effect - impact code f02 death was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a01 medical device problem code. Information received that the device was discarded and will not be returned for investigation.

Event description:
A 62-year-old male with a past medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency was supported with an impella 5.5 via right axillary surgical arterial access on (B)(6) 2026 at 18:25 for acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage e pre support. On (B)(6) 2026, nursing staff notified the surgical, critical care, and heart failure teams of bleeding from the right axillary cutdown site via a jackson pratt drain, with approximately 2 liters of output overnight and an additional 500 ml noted by late morning. The patient received blood product transfusions, and a clinical decision was made to re explore the axillary cutdown site. Upon surgical exploration, the surgeon identified bleeding originating from muscle tissue and muscle vessels; no device malfunction or device related issue was identified. The site was reclosed, and additional blood products were administered. Based on the available clinical information, the bleeding event necessitating surgical intervention and blood transfusion was attributed to surgical site bleeding from muscle and associated vessels and not to a failure or malfunction of the impella 5.5 device. There is no evidence to suggest device involvement in the reported event. The device functioned as intended, was not removed due to a failure mode, and remains unrelated to the patient outcome. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock with on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2: added surgical intervention. H6: added f19.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.